Event description:
In january 2004 hospital began using a new vacutainer butterfly needle collection set housewide, portex saf-t-wing. Rptr was already using vacutainer tubes from becton dickinson. The set called the "saf-t wing blood collection set" assembled and packaged by portex. Each package contains a preassembled 23g x 3/4" butterfly needle with a 12" tubing and holder. A query was sent out housewide to see if anyone in the hospital was experiencing some of the problems rptr's department had begun to experience: - the very first tube used to obtain a blood sample would only fill half-way. Subsequent tubes filled completely. - the device would only allow you to fill 6 to 7 tubes before it stopped giving blood.I received no response to the query. Our department discovered that the butterfly collection set was not used properly. The staff was retrained. We now only find that the lavendar top tube is the only one that is difficult to fill due to less volume of vacuum in the tube. The expiration date on the lavender top test tubes is 01-2005.